Event description:
Pt receiving heparin 500 units/hr = 5 ml/hr; 250 ml bag was hung at 1245 with drip rate correctly entered at 5 ml/hr. By 1305, the full 250 ml had infused and the pt had received 25,000 units heparin. Pt was transferred to ICU where she was closely monitored for 24 hours. The pt's clotting parameters were altered for the 1st 8 hours following this infusion but came back to normal. She had no bleeding or sequelae as a result of this incident.